Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's reported event of teflon pad damage; however, the report of short circuit error message was not confirmed. A probe check was performed and the device passed the probe check. A visual inspection was performed on the received condition of the device and found that the teflon pad was partially melted; however no metal was exposed. There was no damage to the probe unit. The most likely root cause of the reported event is likely due to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic hepatectomy procedure, a short circuit error message was received when the surgeon was activating the seal and cut function. It was then noted that the teflon pad was damaged and metal was exposed. There was no patient injury reported. The procedure was successfully completed using a different but similar device. No additional information was provided.